Event description:
Reporter indicated that she had experienced gastroparesis for the last year and thought that her vns device may be a cause. Attempts for further information from the reporter's treating neurologist are in progress.